Event description:
The customer alleges that the oxygen was not coming out of the nebulizer.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the device was not provided. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and a sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due to the lack of sample and no lot number provided for investigation. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the sample becomes available, this investigation will be updated with the eval results.